Event description:
It was reported that on (B)(6) 2014 (date is approx.), post-op, both screws broke in the middle of the pedicle at the lowest level of the construct. The surgeon was not able to remove the tip of the screws. Additional surgery was performed as a result of this event in which the construct was extended. Patient complications were reported unknown as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Product has returned but analysis yet to complete.

Manufacturer narrative:
Product analysis : macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads below the screw head. Damage and smearing noted to the fracture surface. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately 60% of the way through the cross-sectional area, followed by another region of increased material disruption and river lines, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.